Manufacturer narrative:
The insulin pump passed functional testing including the self test along with the operating currents, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No missing segments or partial display or unexpected shaded display anomaly was noted. The insulin pump was received with cracked casing at the display window corners and battery tube threads. The lcd screen had minor scratches. The unit's display window was cracked.

Event description:
The customer reported via phone call that the insulin pump screen became half black, the display read "888", and there were vertical lines under the "888". When the customer hits esc or act the status screen and main screen appear shaded. The patient's blood glucose at the time of incident was 475 mg/dl, which the customer planned to treat via manual insulin injection. The customer stated that her blood glucose was high due to her pulling on the tubing of her infusion set. Troubleshooting was initiated for the partial display anomaly. The insulin pump was neither dropped nor bumped. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.